Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: product code: 04.511.925s, lot number: 48p9708, manufacturing site: (B)(4), release to warehouse date: 23 apr 2020, expiry date: 01 apr 2030. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformance were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent the primary procedure. On an unknown postoperative date the implanted plate was deployed on the edge of the apertura piriformis. On (B)(6) 2021 the removal procedure was performed. It was found that the plate had broken off. No other issues were noticed. The procedure was successfully completed. The patient outcome is reported as stable. No further information is available. This report is for one (1) matrix lock maxillary plate w/positionin. This is report 1 of 1 for complaint (B)(4).